Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. A replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose level was 120 mg/dl.